Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4034 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the metal handle of the extension tubing was unable to be inserted into the catheter. It was reported that this occurred with two devices. This report addresses the first device.